Event description:
Patient underwent sigmoid colectomy procedure. During the procedure, the eea stapler fired correctly and release process was completed appropriately. The stapler felt fully released, but could not be removed. The patient underwent a diverting colostomy.